Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion fo the failure analysis of the complaint device, if ther is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous intervention (pci) procedure wire breakage occurred. The target lesion was located in the heavily calcified right superficial femoral artery. An unspecified balloon was being removed over a mailman 182 cm st guide wire when the guide wire "snapped about 12 inches from the back of the wire" the portion of the wire that broke was outside the patient's body. The case was completed with a different wire. There were no patient complications reported with the patient's current condition listed as "fine".